Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a case of externalized conductors found when the patient presented in the operating room for normal eri generator change. The lead was attached to the new ICD. The patient was asymptomatic. The patient will continue with routine follow-ups.